Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the obtuse marginal with no tortuosity and no calcification that was 80% stenosed. A 2.25 x 15 mm trek rx balloon dilatation catheter (bdc) was advanced into the guiding catheter; however, the shaft separated inside the guiding catheter. It was stated that the separated distal portion was trapped by another balloon inside the guide catheter and the entire unit was removed together from the anatomy. A new device was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported issues appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
The following additional information was received: resistance was met during advancement in the guide catheter at which time the hypotube/proximal shaft separated. No additional information was provided.